Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is no longer receiving stimulation. It was also reported the programmer is unable to communicate with the ipg. A new programmer was sent to the pt to help resolve the issue. The replacement programmer was unsuccessful. The pt is scheduled to meet with an sjm representative. No further information is available at this time.